Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. Failure analysis could not replicate nor confirm the reported issue. A visual inspection found no damage. The vse instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. A review of the logs showed no errors. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the vessel sealer extend (vse) instrument twisting motion was not working right and would not respond to the robotic controls. No known impact or patient consequence was reported. Intuitive followed up and confirmed that the instrument was shipped out already.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.